Event description:
Device malfunction: posterior foot breakage. Time of malfunction: during closure procedure. Symptoms/ae: surgical removal. Time of symptoms/ae: during closure procedure. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. The device was smoothly introduced into the patient. When the plunger was pulled out, no suture presented with the plunger. The lever was moved back for retrieving the device to exchange it. The physician moved the lever several times unsuccessfully attempting to retract the foot. The device was ultimately surgically removed and hemostasis was achieved. The posterior foot was found to be broken. Though requested no additional information was available.

Manufacturer narrative:
Device was received by. Investigation is not complete. During processing of this complaint, attempts were made to obtain complete event patient and device information.